Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Same case as mfg. # 2134265-2010-04036, 2134265-2010-04037, 2134265-2010-04038, and 2134265-2010-04039. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, 4 balloon ruptures occurred. The lesion was located in the calcified right coronary artery (rca). Lesion details are unknown. An apex balloon 20x3.0mm, a quantum maverick 12x4.0mm, a quantum maverick 15x4.0, and 2 quantum maverick 20x4.0 balloons were advanced to the lesion and inflated "between 16-22 atm" and ruptured. The inflation details are unknown. The procedure was completed. No patient complications were reported and the patient's status is fine. Further information was requested and is not available.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter enters settings mode when attempting to test. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.